Event description:
The thermodilution reading was significantly lower than the fick until the patient stabilized. There were not any fluid bolus issues with this one that could have altered the reading. Swan catheter giving inaccurate readings when patient first arrived to the unit from the or. Thermodilution readings for cardiac output approximately half of fick cardiac output reading.